Event description:
During operational checkout after preventive maintenance service of the device, the manufacturers service engineer reported a test failure of the data acquisition pcb board. A failure with the data acquisition pcb board may result in a vent inop occurrence during normal ventilation operation. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The user must provide alternative ventilation and have the ventilator serviced. The service engineer replaced the data acquisition pcb to motor controller pcb cable to address the reported problem. Final testing was completed to operating specifications.